Manufacturer narrative:
One (1) used/damaged e9000 medium neuro guard was returned to conmed for evaluation on 26-may-2016. Visual inspection of the returned bur guard found the unit was received in 2 separated pieces. Further evaluation from the quality engineers was unable to determine the exact cause of this separation since the unit has been in use since 2010. In this instance, it is believed that the bur guard has been through many sterilization cycles, which could have impacted on the (B)(6) adhesive. (B)(6) can be affected by heat and humidity and both are present in autoclave processing. Over extended use and without proper preventative maintenance, damage can occur to this device causing it not to function at its optimum. This device was manufactured on 17-may-2010. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to reported problem. This is a reusable device and has been in use for over 5-years when the reported problem occurred. A 2-year review of product history for this device shows other than this complaint there have been no other similar reports received. This is an isolated incident. To date, there have been no patient long term effects related to the reported problem or the use of this device. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of patient injury, the handpiece manual provides the user with the following precautions: before each use, ensure the accessories are correctly attached to the handpiece. Each guard is of specific length. Use appropriate bur for selected guard. Check for worn bearings by inserting a bur into the nose of the straight bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions. Do not immerse guards in any solution. Immersion in any solution will permanently damage equipment because of liquid entering the bearings. Steam sterilize only. See the e9000 system instruction manual for proper sterilization instructions. Guards require no lubrication. It is recommended that guards be returned to conmed linvatec/hall surgical every six months for routine maintenance and testing.

Manufacturer narrative:
As of this filing, the used/damaged e9000 medium neuro guard has not been returned/received from the user facility in (B)(6) for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. Product has not yet returned to conmed

Event description:
The user facility reported that during use of the e9000 medium neuro guard in a cranioectomy procedure, the user noticed that the swivel sleeve was separated from the neuro guard when the surgeon pulled out the handpiece. The detached part could be seen clearly and was immediately removed with no problem noted. Reportedly, the separation of the swivel sleeve occurred at the early stage of the surgery. An alternate device was used and the procedure completed as planned. However, additional information received from the user facility indicated that by using a different type of bur guard "a larger gap at the skull was created and bone cement was used" because the surgeon could not use the neuro guard to side cut, and therefore the cutting gap was bigger than using the neuro guard. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.